Event description:
The pt reportedly experienced episodes of intermittencies followed by a loss of lock with his internal device. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.